Event description:
After placement of a 3.0mm diamter x 18mm length ave micro stent ii, a 3.0mm diameter x 24mm length ave micro stent ii was successfully placed proximal to it at a type c target lesion in the left anterior descending coronary artery. The distal stent was post dilated with a 3.0mm non-complaint ptca balloon at 14 atmospheres of pressure, successfully. During repositioning of the non-compliant ptca balloon into the proximal stent for post dilation, the 24mm length stent migrated into the left main coronary artery. This stent was further dilated with another ptca balloon to the diameter of 4.5mm to match the diameter of the left main coronary artery. Subsequently, the pt went to coronary artery bypass surgery. There was no additional clinical sequelae reported relative to the event.